Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after receiving a patient notification. Upon interrogation, the implantable cardioverter defibrillator exhibited loss of atrial capture. The technologist reviewing the episodes suspected the issue to be due to be a sensitivity issue resulting in the loss of atrial capture instead of a timing cycle problem. Programming changes was made, and the patient would continue to be monitored. The patient was stable throughout.